Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a sensor anomaly. Blood glucose value was 47 mg/dl at the time of the incident. There was no medical attention for the customer. No troubleshooting for the high blood glucose. Troubleshooting for the sensor anomaly was performed and it was determined that the device will be replaced and returned.